Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure the implantable cardioverter defibrillator (ICD) was interrogated and the battery longevity was unable to be determined. There was a grey bar instead of green bar, and the battery voltage was at 2.95v. The ICD was not implanted and was replaced with another ICD. No patient complications have been reported as a result of this event.